Event description:
The customer called to report multiple battery out limit alarms and being treated by the paramedics due to high blood glucose levels. The reported blood glucose reading was 353 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test. The customer stated that she inserts the infusion sets manually. Suggested inserting with an inserter. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.